Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor was resetting. The cause of the resets was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.